Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.

Manufacturer narrative:
Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-01-08. At that time, based on the information provided by the initial reporter, the event dates were unknown so all events were added to one MDR, MFR report # 9616066-2021-50153. Additional information was later received on 2021-01-14 with the event dates, which caused the events to be reported on separate mdrs. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Manufacturer narrative:
Investigation summary: the maxzero needleless connectors, model mz1000-07, was received by the customer for investigation. The maxzero was visually inspected and no defects were observed. The maxzeros were then functionally tested. The customer's complaint that the needle free connector leaked was verified. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: event 1: material #: mz1000-07, batch/ lot #: unknown. It was reported that on 5 occurrences that the needle free connector leaked.